Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a11 alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer did not provide their blood glucose value at the time of the incident. The customer reported that the insulin pump alarmed motor error when they were programming a bolus and when they changed the reservoir. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.